Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was feeling uncomfortable and had labia irritation while using 24/7 in hospital. The patient needed assistance in placing purewick female external catheter and the machine was next to bed. The patient was using at night now and used pine sol to clean purewick and absorbic acid as listed in instructions for odor. The representative informed use of dish soap solution to clean and iso alcohol solution to disinfect and the patient was using an ointment and went over wick placement and reported that the irritation had since cleared. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be "dimensions not specified correctly or improper materials used". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Discontinue use if an allergic reaction occurs. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Notes: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was feeling uncomfortable and had labia irritation while using 24/7 in hospital. The patient needed assistance in placing purewick female external catheter and the machine was next to bed. The patient was using at night now and used pine sol to clean purewick and absorbic acid as listed in instructions for odor. The representative informed use of dish soap solution to clean and iso alcohol solution to disinfect and the patient was using an ointment and went over wick placement and reported that the irritation had since cleared. It was noted that the patient had been using the purewick products for less than 90 days.